Event description:
It was reported that the vns patient was experiencing an increase in seizures so he was being monitored at the hospital. The nurse was concerned with the high duty cycle of the device so the patient¿s settings were adjusted. A battery life calculation using available programming and diagnostic history revealed 5.88 years remaining until eri = yes. Attempts for additional relevant information were made, but have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
The nurse practitioner indicated that the patient was not experiencing an increase in seizures and that the seizures were the same frequency. There was no real change in seizure types and the settings were only adjusted to "reasonable" settings. No further relevant information was provided.